Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the hematoma was not determined due to no product return and insufficient clinical details provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was placed in a 66-year-old female with a medical history significant for coronary artery disease and diabetes mellitus undergoing high-risk percutaneous coronary intervention via right femoral artery access. The device was placed and initiated in standard fashion. During the procedure, the patient developed a large right groin hematoma associated with hemodynamic instability, requiring fluid resuscitation, vasoactive support, blood transfusion, and subsequent removal of the impella cp device and introducer. Vascular closure devices were deployed, and the patient was transferred to the cardiovascular intensive care unit for continued monitoring. The reported hematoma and bleeding events occurred in the context of large-bore femoral access, multiple vascular access attempts, anticoagulation and vasoactive therapy, and the patient¿s underlying comorbid conditions, including coronary artery disease and diabetes mellitus, which are recognized risk factors for access-site bleeding and hematoma formation. Based on comprehensive review of the available information, the reported patient events are consistent with procedural and patient-specific risk factors. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp and the reported patient events. Patient survived.